Manufacturer narrative:
As of 04/07/2021, unused retained product and returned samples were submitted to the lab for testing with no defects noted. In addition, aso has reviewed records of biocompatibility tests and latex screening. Refer to this report for further details.

Event description:
On the initial report on (B)(6) 2021, consumer stated that she developed a rash after using the product. Customer added the issue was with the tape area. On completed cir received on (B)(6) 2021, the consumer stated sought medical attention and was prescribed cortizone by the dermatologist.